Event description:
Event [preferred term] (related symptoms if any separated by commas) high blood glucose [blood glucose increased] the piston rod of novopen 5 did not come out [device mechanical issue] case description: this serious spontaneous case from china was reported by a consumer as "high blood glucose(blood glucose increased)" with an unspecified onset date, "the piston rod of novopen 5 did not come out(device mechanical jam)" with an unspecified onset date, and concerned a male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novomix 30 (insulin aspart, insulin aspart protamine) from unknown start date for "type 2 diabetes mellitus", the patient's height, weight and body mass index were not reported. Dosage regimens: novopen 5: not reported novomix 30: not reported current condition: type 2 diabetes mellitus (diagnosed in 2014) on an unknown date, patient realised that the piston rod of novopen 5 did not come out and no medication could be pushed out due to which the patient experienced high blood glucose and was hospitalized for treatment(unspecified) for the same. The date and duration of hospitaization were unknown. Batch numbers: novopen 5: dug2072 the batch number of novomix 30 was unknown. Action taken to novopen 5 was not reported. Action taken to novomix 30 was not reported. The outcome for the event "high blood glucose(blood glucose increased)" was not reported. The outcome for the event "the piston rod of novopen 5 did not come out(device mechanical jam)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available. Investigation results: name: novopen 5, batch number: dug2072 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novomix 30; batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information investigation results were updated, imdrf codes were updated, narrative was updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 27-may-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Patient's underlying medical condition of type 2 diabetes mellitus is a risk factor for the development of hyperglycaemia. Events are listed. This case report is not considered to change the current knowledge of the safety profile of novomix 30. H3 continued: evaluation summary name: novopen 5, batch number: dug2072 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.